Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being applied during use.

Event description:
On 12/14/2021, it was reported by a distributor via e-mail that a ar-2324slm swivelock is not working. This occurred on (B)(6) 2021 during a procedure when the surgeon inserted the anchor it would not go down after impacting and rolling the handle. No additional information. Additional information requested. Additional information provided on 12/15/2021 : the procedure being performed was a rotator cuff repair, and the case was completed using a non-arthrex device.